Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from an unknown foreign healthcare professional reported an "other technical issue" after the trial procedure. Event management included a surgical treatment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The trial date was (B)(6) 2013.